Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that they received the implant for the neurostimulation therapy for pain on (B)(6) 2015 and had it removed due to pain and had to use a walker. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.